Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a vent service required error code was discovered in the device's event log. The technician recommended replacing the device's 3-way solenoid valve and proportional valve to address the issue. No further investigation is required at this time. Additionally, the foam and particulate filter were replaced. The software upgraded to v1.06.10. Pm valve and battery assessment passed. Device tested and all testing passed and set to ship mode awaiting dispatch.